Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose of 465 mg/dl. Customer stated she knew why her blood glucose was high and there was nothing wrong with the insulin pump. No further information reported.